Event description:
Double mastectomy with silicone textured implants; 7 surgeries total. One implant had been in roughly 14 months. The other one since (B)(6), this year. Sepsis and hospitalized for over 3 weeks. Many health issues since implants put in. Ranging from severe hashimotos disease, low grade fever daily. Extreme pain in my entire body. Extreme fatigue no matter how much sleep I get. Terrible moods, blood work is all basically normal other than my tpo thyroid antibodies between 500-1600. Depression, anxiety, 30 pound weight loss. Unable to eat. Hair loss, chronic high / leg back pain. Swollen nodes (currently being worked up for lymphoma.) Biggest mistake of my life putting these implants in. I feel am slowly dying, a painful, confusing death and nobody can help me. (B)(4).